Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement procedure due to the pump would not fully inflate after being squeezed, the pump was flat. All components were removed and replaced with a new ipp. The procedure was successfully completed and a full recovery is expected for the patient.